Event description:
It was reported that two days prior to report the patient had a lead revision as the implanted lead had moved or migrated. It was stated that the lead movement may have been related to a motor vehicle accident the patient had on (B)(6) 2012 as she started "having problems" after that date. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer.